Event description:
A malfunction alarm was reported, specifically identified as malf 12. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and reach out if the issue happened again.